Event description:
Reportedly, telemetry issues were observed with the programmer. Communication was lost for few minutes during the patient follow-up.

Manufacturer narrative:
In depth analysis revealed that, (B)(6) 2022, several communication errors with the cpr3 inductive head occurred during the interrogation of the pacemaker (model alizea dr, serial number (B)(4)). The most probable hypothesis to explain the reported communication issues would be related to bad environmental conditions or bad positioning of the cpr3 head.